Manufacturer narrative:
The reason for this revision was to remedy a broken glenoid (bone, not implant) 7.5 months after prior surgery. When the event occurred, there was another suitable device available for use, there was no delay, and the surgery was completed as intended. The outcomes attributed to this event are a required intervention to prevent permanent impairment/damage. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. The root cause was not determined with confidence. Potential causes for broken glenoids include, poor bone quality and trauma.

Event description:
Revision surgery - the pt broke her glenoid (not the actual implant). Everything was removed from the pt except for the stem. The doctor converted her total reverse to a hemi shoulder while using bone graft. In three months, the surgeon may go back to perform a complete total reverse shoulder.